Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Manufacturer narrative:
The reported event of an inability to remotely monitor the patient was confirmed. An extensive investigation was performed with the information provided, including investigation performed by the vendor of the ble chip. The device as found to be in a different state than expected, resulting in its inability to use remote monitoring functionality.

Event description:
It was reported, the device was unable to be connected via bluetooth (ble) to the application on the patient's phone. An in clinic follow up was performed and the ble was attempted to be reset but the device was still unable to connect to the application via ble. The device was able to be interrogated using ble with the programmer in clinic. Further investigation is anticipated. The patient was stable and will continue being monitored.